Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported perforation appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is a known possible complication associated with mitraclip procedures. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ degenerative mitral regurgitation (mr), small cardiac chambers and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a single leaflet device attachment and atrial septal injury was observed requiring surgical intervention. The mr remained unchanged post procedure. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ degenerative mitral regurgitation (mr), small cardiac chambers and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a single leaflet device attachment and atrial septal injury was observed requiring surgical intervention. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.